Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. The customer reported issue was confirmed as the device was tested and the downstream occlusion (dso) sensor was found to be defective. The dso sensor was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the product for that the pump system is not recognized, during device evaluation, it was found that the downstream occlusion (dso) sensor was defective. There was no reported patient involvement.